Event description:
It was reported that a pump alarmed for a system error 345 (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than (B)(4) degrees fahrenheit for (B)(4) consecutive cam revolutions. At this time, the date of event is unk.